Event description:
Info has been received that the device has been explanted. There is no further info available at this time.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report. Note: this device was manufactured by symphonix inc. Vibrant med-el took over the symphonix assets. As such vibrant med-el feels responsible to follow-up on product problems with symphonix produced device.